Event description:
A us distributor reported that an electrode belt was displaying a service code and "check therapy pad" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code, ¿check therapy pad¿ messages) was confirmed due to shorted wires. The root cause for the shorted wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.